Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder, bowel or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant".

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced urinary frequency, irregular menses, serious fall which resulted in the urinary stream diverting to the side, tender nodule of bunched mesh to the right of the urethra, subsequent revision of suburethral mesh, endometrial biopsy, dyspareunia, symptoms of bladder outlet obstruction with decreased urinary stream, occasional intermittency, hesitancy, chronic atrophic vaginitis, incomplete bladder emptying, vaginal pain, urinary tract infection, pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, dyspareunia, vaginal scarring and feelings of something sharp in the vagina along with left groin pain. Exposed mesh exposure; however, no mesh was found exposed.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bloody vaginal discharge, blood loss, bladder perforation (perforation of organ), clot, tender nodule of bunched mesh (foreign body in patient, foreign body sensation), lump at introitus, leakage, urgency, stress incontinence, tubal metaplasia, additional surgical and nonsurgical interventions.